Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the gasket tore in the middle of the procedure. The trocar was used for the umbilicus port with camera. A new device was opened to finish the case. There was no consequence to pt.